Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was available for evaluation. Final quality evaluation was performed on (B)(4) 2014 and an investigation was performed by the third party manufacturer, vesta medical, on (B)(4) 2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: initiated discrepancy records (dr) in vesta;s system to conduct and document investigations; reviewed device history records (dhrs); reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team, in conclusion, the supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Complainant experienced deflation difficulties based on the inability to deflate the cuff therefore it was necessary to break the inflation port to deflate. No harm to the patient.